Event description:
It was reported that the patient was experiencing more spasticity and went to their healthcare provider (hcp) the day prior to the report to have the pump adjusted. The patient wanted the dose increased but the hcp actually removed the medication in the pump and put in more medication. The hcp instructed the patient¿s family member/friend to keep the patient awake and if the patient couldn¿t stay awake to take the patient to the emergency room (ER). The patient couldn¿t keep her eyes open, was sleepy and was unable to arouse. The family member/friend allowed the patient to sleep in her own bed instead of taking the patient to the ER as instructed. The patient had been asleep for about 14 hours. The type of medication being delivered via the device system was unknown. Additional information has been requested regarding the cause of the event, troubleshooting/diagnostics, action/interventions and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).